Manufacturer narrative:
At this time the exact cause and date of the reported event cannot be confirmed. Investigation on the cause and date of the patient's death is in process.

Event description:
As reported via the implant patient registry department, at an unknown time post transcatheter aortic valve replacement (tavr) procedure, the patient expired.

Manufacturer narrative:
Additional information was received from the patient's medical records stating that the patient was diagnosed with cerebrovascular accident (cva), acute lung injury and acute on chronic renal failure at the time of his death. At the time of the tavr procedure, the sapien valve was successfully deployed within the aortic annulus. Echo imaging post deployment showed mild to moderate paravalvular leak. Another post operative echo imaging showed excellent result with relief of the aortic valve stenosis. The patient was noted with a final mild paravalvular leak. Post operatively the patient was extubated; however, it appears he may have had an aspiration event. The report stated there was some waxing and waning of his neurologic status with significant somnolence and profound weakness. A CT scan showed multiple infarcts diffusely throughout the brain, mostly in the midbrain and brainstem and also showed evidence of multiple areas of what appeared to be acute cerebrovascular accident, the largest of which was in the occipital lobe. The patient was started on bipap. After several days of support a decision was made to not proceed with intubation. The patient's cxr continued to deteriorate as did his renal function. The order was given for "do not resuscitate" and "do not intubate" one day prior to his death. Per the instructions for use for the edwards sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the device. General neurological symptoms are non-specific, have multiple potential etiologies, and are common in this patient population, particularly after a major surgical procedure. In addition stroke, cerebral vascular accident (cva) and transient ischemic attacks, are well known complications associated with the transcatheter heart valve procedure. Major risk factors for tia include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event is unknown, however, there are multiple potential causes including the patient's co-morbidities including, his old age, htn, and cad. Review of the patient's medical records, showed a well functioning edwards valve. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.